Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
Received info the pt experienced a loss of stimulation and had their ins replaced due to normal battery depletion. One week after the replacement, the physician discovered high impedances on the quadripolar lead connected to the device electrodes 0-3 were high while 4-7 in the second channel were normal (no plug was inserted in the second channel connector block). The physician planned to replace the extension because he preferred to use a different type lead and the current extension was not compatible. Through testing, the lead was found to be the device causing the high impedances. The physician explanted both the lead and extension to replace them, but after several tries, he could not find the correct position of the new lead. At the moment, the device is connected to the new extension (with both channels closed), so the physician could close the pocket and then implant the lead in a prone position. The distal end of the extension is not connected to the lead yet. The pt is reported as being okay. Add'l info has been requested and if received, a f/u report will be sent.